Event description:
Hill-rom received a report from the account stating the bed exit would not set. The bed was located in the bed shop. There was no pt/user injury reported. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
Hill-rom technical support advised the customer how to throughly test and inspect the bed and the customer found on issues. The bed exit functioned as designed. The customer placed the bed back into service. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Based on this information, no further action is required.